Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned fox sv balloon catheter found blood on the balloon and hub, consistent with the reported use. There was no contrast visible. The balloon was flat. The proximal end of the balloon was wrinkled, consistent with the reported information that there was resistance with the sheath during removal. The shaft was stretched 15 cm proximal to the proximal seal, for a length of 1.3 cm. This stretching of the shaft indicates that pulling force was applied against resistance during removal. There was no other damage noted to the balloon catheter. The introducer sheath used during the procedure was not returned. During functional testing, the reported difficulty was confirmed. A new indeflator filled with water was used to inflate the balloon to rated burst pressure (rbp). The balloon inflated to rbp the with no anomalies noted. Negative pressure was pulled and the balloon deflated flat. The balloon catheter was used in attempt to advance through a new 4f and 5f introducer sheath, but the balloon would not advance past the flat portion of the balloon. A balloon refolding flat may be related to, but not limited to, interaction with associated devices, over-inflation, balloon not being fully deflated or multiple inflations done during the procedure. Although the balloon refolded flat during the returned analysis, a flat balloon is not uncommon (especially when deflated outside of the body). In this case, it may be possible that multiple inflations and/or advancing and withdrawing through the introducer sheath influenced the balloon material in such that the refold was compromised. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulty appears to be related to balloon refold. However, a conclusive cause for the balloon refolding flat could not be determined. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the target lesion was a 75% restenosis. The target vessel diameter is 6.0 mm and vessel length is 100 mm. The fox sv 6.0/80 mm, 90cm was delivered through the 4 french sheath and dilated once at 20 atmospheres for 30 seconds. It was removed from the anatomy. It was then attempted to be advanced again through the 4 french sheath to dilate the target lesion once more, but it was not able to be advanced through the sheath. There was also a little resistance noted when removing the fox sv from the sheath. The sheath was changed to a 5 french sheath, but the fox sv 6.0/80 mm was still not able to be advanced through the sheath. The balloon was changed to a fox sv 6.0/60 mm, 90 cm and the procedure was successfully completed. There was no adverse effect to the patient. No additional information was provided.